Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release. The product investigation could not identify a root cause of blurry vision. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure that the lens was exchanged due to blurry vision. Additional information was requested.